Manufacturer narrative:
During inspection and testing, the probe was found to be broken at eleven millimeters from the distal end of the probe and there were scratches around the broken area. Upon inspection of the surface of the fractured area, the breakage of the probe started at the scratched area. Inspection also found the tissue pad was heavily worn. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. A review of the device history record found no deviations that could have caused or contributed to the probe break and tissue pad wear. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the event was due to ultrasonic output being performed with a thick and hard tissue gripped by the tip of the grip. The probe and tissue pad came into contact at the rear end of the device causing the tissue pad to be heavily worn and the contact marks. The output was then activated continuously in this state which applied force to the probe causing an error. Load was then applied to the probe and the probe broke. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "if the grasping section, the probe tip gets "sticked" tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity." "Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that after ten minutes of use during a laparoscopic procedure for endometriosis, the device stopped working and an unspecified error message was displayed. The subject device was not used to complete the procedure. The subject device was sent to olympus for evaluation. During inspection and testing, the probe was found to be broken and the tissue pad was heavily worn. This report is being submitted for the malfunction found during evaluation (broken probe and tissue pad wear). There was no effect on the patient due to the event.